Event description:
It was reported that this right atrial lead exhibited noise. This was not being oversensed, farfield signals were also observed, which were not sensed either. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).